Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the standard balloon replacement g-tube was pre-inflated, outside the patient, with saline solution. During the functional testing a leak occurred from balloon and a hole was seen in the balloon material. The account reported no visible damage to the packaging of the device and the sterile barrier did not appear compromised. The procedure was completed with a new standard balloon replacement g-tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.